Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multisystem organ failure as a consequence of acute liver failure and acute respiratory distress syndrome. The liver dysfunction began on (B)(6) 2022. The patient had elevated liver functioning tests (lft): total bilirubin was 5.1, aspartate transaminase (ast) was above 2600, alanine transaminase (alt) was above 1800, and lactate was consistently above 10. The impression was that increased echogenicity of the hepatic parenchyma suggesting steatosis grossly patent main portal vein, hepatic artery, and visualized portions of the ivc and hepatic veins. Technically challenging study secondary to body habitus. During their admittance, the patient had a distended abdomen and remained intubated and sedated. They received molecular adsorbent recirculating system (mars) therapy and continuous veno-venous hemodiafiltration (cvvhd). On (B)(6) 2022, the patient had an emergency right ventricular assist device (rvad) implantation in response to the worsening liver function. Additionally, the cause of respiratory distress was determined to be metabolic respiratory failure and the patient was unable to be extubated postoperatively. After consulting with the patient's family, the decision to withdraw care was made. The patient passed soon after on (B)(6) 2022.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. A specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. It was reported through the patient outcome that the patient passed away on (B)(6) 2022 due to multisystem organ failure as a consequence of acute liver failure and acute respiratory distress syndrome. Treatment included molecular adsorbent recirculating system (mars) therapy and continuous venovenous hemodialysis (cvvhd). The patient also experienced right heart failure and was implanted with a right ventricular assist device (rvad), but the account did not know the manufacturer of it. Care was ultimately withdrawn after a family meeting. The death was not device related and the device operated as expected. The device was not explanted and will not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 17dec2021. No further information was provided. The manufacturer is closing the file on this event.